Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation following two unsuccessful attempts by the medical surveillance specialist to follow-up with the patient. The patient alleged that the battery indicator symbol first occurred about 3:00pm CT on (B)(6) 2014. The patient manages her diabetes with pills, diet and/or exercise. She denied making any changes to her usual diabetes management regimen or experiencing any symptoms as a result of the reported issue. The patient alleged about 3:00pm on (B)(6) 2014, she was taken to the emergency room (ER). The patient alleged that a blood glucose result of ¿710 mg/dl¿ was obtained on the ER/hospital meter and she received ¿food and/or drink as treatment¿ from a healthcare professional (hcp). At the time of troubleshooting, the cca noted that the meter was not being used for the first time, there was no misuse of the meter and, based on the information provided, the batteries did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of hyperglycemia, and was treated by a hcp in the ER after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.